Event description:
According to the reporter: the doctor reported multiple patients returning with redness and swelling at the suture site. All of the patients had to have the sutures removed and replaced. There was no medical attention or hospitalization required. The wounds healed successfully.